Event description:
Ventilator dependent pt in CT scan developed respiratory distress. Investigation revealed that the external ventilator circuit was probably assembled incorrectly. The ventilator circuit for this unit used an ippb exhalation valve. A dart universal exhalation valve was probably used versus the dart ippb exhalation valve. If the incorrect exhalation valve was used, it may have not allowed the pt the opprotunity to exhale. The pt circuit was discarded and was not available for investigation.